Event description:
Device defibrillator energy was delivered to the pt two times in succession. Reportedly, while the defibrillator was charging for the next administration of energy, a loud pop was heard and the charge aborted. A backup device of same model was connected to the pt and was used. The pt was not resuscitated. The operator reported pt outcome was not affected by the discrepancy due to timely use of the backup device.